Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation, and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.